Event description:
Per the clinic, the patient received steroid injections (date not reported) to treat an overgrowth of tissue around the implant site. The abutment was also replaced with a longer model on (B)(6) 2012. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.